Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a liberte stent delivery system (sds) with stent and no original packaging or other devices. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were several struts stretched and bent on the distal end of the stent. There was no damage to the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2013. It was reported during an angioplasty procedure, catheter tip damage and difficulty crossing lesion occurred. Vascular access was obtained via right radial artery. The 100% stenosed, de novo, concentric and 20mmx3.0mm target lesion was located in the left anterior descending artery extending to the left circumflex. The left coronary artery was cannulated with a 6fr non-bsc guide catheter. Following cannulation, a non-bc graphix intermedia crossed the lesion and the mid portion was predilated with a 2.0x20mm non-bsc balloon catheter. A 3.00mm x 20mm liberté stent was advanced into the lesion but resistance was encountered upon advancing the device after the y-connector. The stent delivery system was removed and it was noticed that the tip of the device was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device evaluation revealed distal stent damage.